Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was sitting on the ipg due to migration from its original location. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the ipg was repositioned higher above the beltline thus resolving the issue.